Event description:
Consumer left voicemail reporting that he is having issues with the nano 2nd gen pen needles. Consumer called back and spoke with a different rep before call was returned. He reported needle clog during injection, consumer does not prime. Consumer also reported patient end needles bend during injection. Lot #: 3122193. Catalog #: 320550. Date of event: unknown. Samples: discarded.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation and investigation conclusions) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 4th complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.